Event description:
It was reported that the patient ¿overdosed or got too much medication¿ after pump replacement surgery. They aspirated the side port and placed the pump at minimum rate. The next day, they were reprogramming the pump to initiate therapy. No errors were found in the programming of the pump. It was noted that there was no backtable prime done at implant, so they were planning to calculate the prime of the catheter minus what was delivered at minimum rate. The physician did not think the concentration would be a problem since the patient was receiving the therapy and was not naive and was on oral baclofen. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that a pump issue was not suspected. The patient had some pain in the recovery room, so he was given intravenous (IV) morphine. The patient then complained of itching, so he was given IV benadryl. The combination of the morphine and benadryl, on top of the anesthesia that was still in the patient¿s system, was what caused the oversedation and altered mental status. The patient¿s speech was coherent, but he ¿talked non-sense¿ and had some apnea. All of the symptoms resolved once the morphine and benadryl were discontinued. It was reported that it was not related to the pump or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient was lethargic and difficult to wake during the event; the patient¿s blood pressure was also low, but it resolved. Following the event, per the physician, the patient was receiving therapy with no further side effects.

Manufacturer narrative:
Additional/corrected information: additional information was received and it was indicated that the catheter in place at the time of the event was [product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter].

Manufacturer narrative:
(B)(4).